Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately four years eight months post filter deployment, the patient presented with deep vein thrombosis, pulmonary embolism and inferior vena cava thrombosis and was scheduled for placement of a second filter. Imaging demonstrated the indwelling filter to be tilted with extensive thrombus beneath the filter and above the filter to the level of the renal veins. The second filter was deployed in the suprarenal inferior vena cava without incident. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and eight months later, computed tomography angiography of chest revealed filling defects within right lower lobar/segmental and right upper lobe segmental and pulmonary arteries consistent with pulmonary emboli. After four days, inferior vena cavogram showed g2x was severely tilted with extensive thrombus beneath the filter as well as above the filter to the level of the renal veins and filter with inferior vena cava thrombosis. On the same day, through the right jugular vein access, a bard denali filter was successfully deployed. After one year and eight months later, computed tomography of the abdomen and pelvis with contrast revealed about g2x filter; superior extent the filter was in mid of l3 vertebral body. Inferior extent inferior l4 vertebral body. A total of 8 prongs were perforated the inferior vena cava with maximum distance of prongs perforated 11.84 mm. The filter tilted left to right at 8.85-degrees. Computed tomography of the abdomen and pelvis with contrast revealed inferior vena cava filter again noted within the intrahepatic segment of the inferior vena cava its tip immediately below the junction of the inferior vena cava and right atrium. After one year and eleven months, x-ray of abdomen revealed, the inferior vena cava filter was deformed and abnormally tilted at the level of l3. Therefore, the investigation is confirmed for alleged filter tilt, material deformation and perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) and thrombus above the filter post deployment. However, the relationships to the filter is unknown. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of lower extremity deep vein thrombosis (dvt) and pulmonary embolism (pe), was scheduled for inferior vena cava (ivc) filter placement. The right common femoral vein was accessed using micropuncture technique and a venogram was performed. This demonstrated no venous anomalies, no venous filling defects, the ostia of the renal veins and caliber of the ivc. The filter was deployed in the infrarenal ivc without incident. Follow-up venogram demonstrated adequate deployment. The sheath was removed and pressure hemostasis was applied successfully at the right groin. The patient was in stable condition at the conclusion of the procedure. Approximately four years eight months post filter deployment, the patient presented with dvt, pe and ivc thrombosis and was scheduled for placement of a second filter. The right internal jugular vein was accessed using micropuncture technique and an inferior venacavagram was performed. This demonstrated a tilted indwelling filter with extensive thrombus beneath the filter as well as above the filter to the level of the renal veins. The suprarenal ivc was patent. The second filter was deployed in the suprarenal ivc without incident. Follow-up inferior venacavagram demonstrated good placement of the second filter. The sheath was removed and hemostasis was achieved at the puncture site using manual compression. There were no complications and the patient was in stable condition at the conclusion of the procedure. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately four years and eight months post filter deployment, the patient presented with dvt, pe and ivc thrombosis and was scheduled for placement of a second filter. An inferior venacavagram was performed which demonstrated a tilted indwelling filter with extensive thrombus beneath the filter as well as above the filter to the level of the renal veins. Based on the provided medical records, the investigation can be confirmed for a tilted filter. However, it is inconclusive if the patient experienced pe post filter deployment or if the identified pe was from pre filter deployment. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. - filter tilt - filter malposition - do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The patient with history of deep vein thrombosis (dvt) and pulmonary embolism (pe) had an inferior vena cava (ivc) filter deployed in the infrarenal ivc without incident. Approximately four years eight months post filter deployment, the patient presented with dvt, pe and ivc thrombosis and was scheduled for placement of a second filter. Imaging demonstrated the indwelling filter to be tilted with extensive thrombus beneath the filter and above the filter to the level of the renal veins. The second filter was deployed in the suprarenal ivc without incident. There were no complications and the patient was hemodynamically stable at the conclusion of the procedure. No additional information surrounding this event was provided in the medical records received.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with history of lower extremity deep vein thrombosis (dvt) and pulmonary embolism (pe), was scheduled for inferior vena cava (ivc) filter placement. The right common femoral vein was accessed using micropuncture technique and a venogram was performed. This demonstrated no venous anomalies, no venous filling defects, the ostia of the renal veins and caliber of the ivc. The filter was deployed in the infrarenal ivc without incident. Follow-up venogram demonstrated adequate deployment. The sheath was removed and pressure hemostasis was applied successfully at the right groin. The patient was in stable condition at the conclusion of the procedure. Approximately four years eight months post filter deployment, the patient presented with dvt, pe and ivc thrombosis and was scheduled for placement of a second filter. The right internal jugular vein was accessed using micropuncture technique and an inferior venacavagram was performed. This demonstrated a tilted indwelling filter with extensive thrombus beneath the filter as well as above the filter to the level of the renal veins. The suprarenal ivc was patent. The second filter was deployed in the suprarenal ivc without incident. Follow-up inferior venacavagram demonstrated good placement of the second filter. The sheath was removed and hemostasis was achieved at the puncture site using manual compression. There were no complications and the patient was in stable condition at the conclusion of the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The patient with history of deep vein thrombosis (dvt) and pulmonary embolism (pe) had an inferior vena cava (ivc) filter deployed in the infrarenal ivc without incident. Approximately four years eight months post filter deployment, the patient presented with dvt, pe and ivc thrombosis and was scheduled for placement of a second filter. Imaging demonstrated the indwelling filter to be tilted with extensive thrombus beneath the filter and above the filter to the level of the renal veins. The second filter was deployed in the suprarenal ivc without incident. There were no complications and the patient was hemodynamically stable at the conclusion of the procedure. No additional information surrounding this event was provided in the medical records received.